Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), incontinence ("incontinence"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, incontinence, urinary tract infection, vaginal discharge, weight increased, vaginal haemorrhage, cystitis, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, incontinence, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),anemia, migration, bladder problems., uti and vaginal discharge. Discrepancy of insertion dates-(B)(6)2013 and (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: an enlarged uterus 10.3 cm with some leiomyomas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received. New events added- vaginal haemorrhage, cystitis, migraine and abdominal pain lower. Medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids, chest pain, adenomyosis uteri and uterine leiomyoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), incontinence ("incontinence"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (ablation and total hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, incontinence, urinary tract infection, vaginal discharge, weight increased, vaginal haemorrhage, cystitis, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, incontinence, iron deficiency anaemia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),anemia, migration, bladder problems., uti and vaginal discharge. Discrepancy of insertion dates-(B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: an enlarged uterus 10.3 cm with some leiomyomas. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient medical history, treatment drug, product removal details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration/perforation- uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), incontinence ("incontinence"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines/headaches") and abdominal pain lower ("lower abdominal pain"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, incontinence, urinary tract infection, vaginal discharge, weight increased, vaginal haemorrhage, cystitis, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, incontinence, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), anemia, migration, bladder problems, uti and vaginal discharge. Discrepancy of insertion dates: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on an unknown date, an enlarged uterus 10.3 cm with some leiomyomas. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), anemia, migration, bladder problems., uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- migration/ perforation- uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, bladder problems, uti, vaginal discharge, weight gain and she did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.